Event description:
I have degenerative disc disease and as a result of this had a medtronic neurostimulator spine implanted for pain on (B)(6) 2008. It helped with pain about 2 years then began to fail to work. It has not worked since 2012 and I have severe head, hip and leg pain from the implant site. I can no longer function on a daily basis like I used to. I cannot stand or sit for long periods of time. My pain level is excruciating at times but I am not taking anything except over-the-counter medication. It is also affecting my husband and children. I have asked the surgeon who put it in to take it out but he has denied me. I am just wanting some pain relief and I wish I had never had this placed in my body... This has been a nightmare for almost nine years!